Manufacturer narrative:
(B)(4).

Event description:
It was reported that the ventricular lead exhibited an insulation anomaly. The lead was capped and replaced. No patient symptoms or additional information was available at this time.